Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right ventricular (rv) lead had dislodged. It was noted that the patient was very combative during the initial procedure and was waving arms around directly after the implant. The patient was taken back to the lab and intubated and the rv lead was removed and replaced. No further patient complications have been reported as a result of this event.